Event description:
The manufacturer received information that a trilogy evo ventilator was experiencing non-reportable low tidal volume and low minute volumes alarms. A device maintenance required notice is displayed on the device. There was no serious patient harm or injury that occurred or was reported. The device was returned to a third party service center for evaluation and the service technician states that a power vbus dropped (all power sources depleted) error code and a hard power fail error code were found in the device's error log. The system printed circuit assembly (pca) board was replaced to resolve the issue. Additionally, a non reportable calibration data error code was found in the device's error log as well. The service technician notes that two in line filter prox, blower assembly, blower bellows seal, machine flow sensor, and in line filter are contaminated. The muffler assembly, air foam inlet filter, and particulate filter will be replaced due to preventative maintenance. No further investigation is required.